Manufacturer narrative:
Initial.

Event description:
It was reported that the patient dropped the ilet pump, resulting in a cracked touchscreen in the upper left corner that limited access to the on-screen menu; the screen continued to display, and the device had been synced before shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews, along with analysis of information provided by the user. Investigation of this case revealed a touchscreen fracture consistent with a stress-related problem in the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.